Manufacturer narrative:
Exact date unknown, event date occurred based on the explant date last 2016 or 2017. Explant date: explanted 2016 or 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17382292 / 17539452. Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 17528387 / 17528387.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and all explanted products were not returned. No further information could be obtained despite good faith efforts.